Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with 'back problems.' Per the physician's notes, the patient was diagnosed with 'lumbar spinal stenosis' having back and left lower extremity with moderate to severe spinal stenosis at l3-4.' Surgery was discussed. The patient was admitted with l3-4 stenosis and spondylolisthesis. Patient underwent l3-4 laminectomy, decompression and posterior spinal fusion. Local autograft bone was mixed with rhbmp-2/acs and placed posterolaterally from the l3 to l4 transverse process. Patient was discharged on pod 3. At 168 days post-op, the patient presented for follow up for back pain. Per the physician's notes, the l3, 4 laminectomy with fusion 'helped her left leg pain, but not her back pain. She has been doing physical therapy ever since, and continues to have low back pain.' The patient was diagnosed with 'chronic axial lumbosacral pain, possibly low lumbar facet joint arthrosis. Recent l3, l4 laminectomy and fusion without hardware for l3-4 stenosis- good improvement in leg pain.' At 182 days post-op, the patient underwent bilateral l3, l4 medial branch and l5 dorsal ramus blocks under fluoroscopic guidance. There were no noted complications.